Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing speed drops. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module on (B)(6) 2020 tech services arrived onsite for an external perc lead repair. The perc lead replacement performed per op 1005966 approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. Although the evaluation of the submitted system controller log file confirmed the report of low speed events, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file captured several low speed operation events and a low speed hazard event on (B)(6) 2020 from 18:06:31 through 19:59:43, associated with the pump speed decreasing to values as low as 2960 rpm. These events occurred while the system controller was connected to a power module. An elevation in pump power up to 11.7 w was observed during these events, and low flow hazard events were noted at this time as a result of the estimated flow decreasing below the low flow threshold of 2.5 lpm. A distal end driveline repair was performed on 10aug2020 and the replaced portion was returned in a segment measuring approximately 15¿. The outer layers of the driveline were removed approximately 10¿ from the controller connector. Metal braided shield breakdown was observed along the length of the returned driveline segment with severe breakdown approximately 2.5¿ from the controller connector. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the low speed events observed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.